Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. Alleged failure: grasper broke during case. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the grasper broke during case, it was confirmed there was no adverse consequences. Further investigation found that the pin was missing from the grasper.